Event description:
This procedure is part of the definitive le trial the original procedure was performed with a silverhawk device on (B)(6), 2009. The patient was hospitalized on from (B)(6), 2010 through (B)(6), 2010 and during that time, the subject was noted to have evidence of lower limb ischemia in the right foot and gangrene of the right great toe. On (B)(6), 2010, the subject underwent below the knee amputation and was transferred to the recovery room in satisfactory condition.

Manufacturer narrative:
A review of the device history records for this device could not be conducted because no lot number was provided.